Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Angle wire ruptured. The angel wire must be replaced again. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angle wire cut. Based on the result, we concluded that it was caused due to an excessive force applied. In addition, we confirmed the operation channel leak and light guide fiber bundle (lcb) broken;however, other failure is not related to the alleged complaint. Based on the technical report, it was evaluated not to submit MDR. Coding changed based on the investigation result.